Manufacturer narrative:
Explant date: 2018. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a21927 / a18312, model/catalog description: phase iii linear lead - 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.